Manufacturer narrative:
This report is being supplemented to provide additional information based on the user culture test results, legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: 0.05cfu/ml. Bacterial identification: staphylococcus aureus. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 . Sampling from: distal end, biopsy/suction, and auxiliary channels. Cfu: 0cfu/ml(37). Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: biopsy/suction, air/water, and auxiliary channels. Cfu: 0cfu/ml(37). Bacterial identification: no detection. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of positive in culture testing, a root cause could not be determined. The growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instruction for use (IFU) before repair, the results conformed to the regulation's recommendation. The foreign material was confirmed but could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the air/water tube. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the user can detect foreign material by following IFU: inspection of the endoscopic system the user can reduce/prevent foreign material by following IFU: leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 2 colony forming units of streptococcus salivarius. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a preparation for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.